Event description:
The dialysis center reported that during a hemodialysis treatment on a 1550 hemodialysis instrument, high levels of hypotension were detected in the pt. The ultrafiltration module on the instrument indicated that 1.6 kg of ultrafiltrate were removed in 40 minutes. The customer stated the alarm didn't work, indicating there was no alarm for the amount of fluid removed in 40 minutes. The pt was reported to be "hydrated" with "hemodyamic parameters" improved in 24 hours. The pt is currently doing well.